Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-02079. This MDR follow-up is being submitted with the correct number 2112667-2017-01877. Other text: the MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-02079. This MDR follow-up is being submitted with the correct number 2112667-2017-01877.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to duplicate the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/05/17 phone call, 10/06/17 phone call, 10/10/17 phone call. (B)(4).

Event description:
The hospital reported constantly having high c02 alarm errors. There was no report of patient injury.